Event description:
It was reported that during a laparoscopic ileocecal resection, the device was fired across an existing staple line and staples closest to the cut line of one side from the point that the knife reached the existing staple line were not deployed at the 4th firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The device could be fired properly till the 3rd firing.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.